Manufacturer narrative:
One device was returned for repair with complaint that the cassette won't load. Event log confirmed bad cassette alarm. No service history within the last 12 months. Complaint was confirmed by downstream occlusion test. Probable cause was a bad downstream occlusion (dso) sensor. The dso sensor was replaced. Device passed testing post repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette won't load. There was no patient involvement.